Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that post a stenting treatment procedure restenosis occurred. The venous lesion being treated was located in the left subclavian/svc/lbcv. No lesion characteristics were provided. A wallstent uni 18x40mm was implanted. A second unknown device was implanted. The procedure was reported to be technically successful with good angiographic and clinical results. At the hospital discharge, the patient was alive with no evidence of improvement in the luminal diameter to less than 30% residual stenosis. There was hemodynamic and clinical success. The one month, three month, nine month and twelve month follow up was not provided.